Event description:
It is reported that an unk number of pts were experiencing rocking tibia components and or radiolucent lines.

Manufacturer narrative:
This report will be amended when out investigation is complete.